Manufacturer narrative:
Height: 61 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
Home health nurse reports decreased wear time in end user with peristomal yeast infection. Nystatin powder was prescribed by the health care physician.